Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve appeared constrained. A post balloon aortic valvuloplasty (bav) using a 26 millimeter (mm) x 40 mm non-medtronic balloon was performed for 20 - 30 seconds two times and moderate paravalvular leak (pvl) was noted following bav. Subsequently, a second valve was implanted successfully. No additional adverse patient effects were reported.